Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 1647 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level rose to 23 mmol/l (414 mg/dl). When the pod was removed, it was reported that the cannula was not visible and that the pink slide was not visible, indicating a needle mechanism failure. As treatment, a new pod was placed and an extended bolus was delivered.